Event description:
It was reported that an inappropriate reset or backup vvi with no backup defibrillation therapy was observed on the implantable cardioverter defibrillator (ICD). A device download/restoration was completed to resolve the issue. The patient was stable.

Event description:
New information received notes the issue was discovered in clinic, the patient experienced discomfort. The patient was a surgeon who went into a magnetic resonance imaging (MRI) room for a patient. No severe symptoms were observed; the patient was slightly restless before and during the device download but was stable following the changes.